Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator changeout procedure, the left ventricular lead exhibited a small insulation abrasion. No intervention was reported. The lead remained implanted and the patient tolerated the procedure well.